Event description:
Caller states her dad was in the hospital last week. The hospitalist ordered a midline to be placed for at home antibiotics. The midline was placed on friday (B)(6) 2023 and they were discharge home. Caller states it was leaking after it was placed. Caller states she changed the dressing on monday because it was saturated. Caller states on tuesday morning it flushed without difficulty and she gave him the antibiotic. When she flushed it tuesday evening, the saline flush and blood all leaked out into the dressing and down his arm. Caller states she took him to the ER to have it looked at. Per caller, they did an x-ray and they said the midline was still in place. They then did an ultrasound and the technician said there was a blood clot, however the radiologist said there was no blood clot. Caller states they were using heparin locks in-between each antibiotic infusion. When the nurses flushed it, the fluid would leak back at as well. The nurses changed the dressing and sent him home. The nurses in the ER said they were unable to remove midlines without authorization. Her dad is complaining of pain in the arm with the midline. Caller states she contacted the hospitalist that ordered the midline to discuss with him and he stated he would follow up with them today to figure out the next course of action. Caller is not sure what to do or where to go to have the midline removed. Caller states she placed a peripheral I in his ac to give the antibiotic in the meantime. Discussed with caller if the midline is leaking, we do not recommend continuing to use it. Although the ER confirmed placement with an x-ray, it may be leaking due to damage to the catheter. Explained a provider may consider ordering a dye study to confirm the catheter is intact and not leaking. Informed caller we would recommend going to the provider or hospital where the midline is placed. Suggested caller continue to try to get in touch with the hospitalist that ordered the midline to discuss dye study or removal. Suggested to caller they may consider going back to the ER for another opinion from the dayshift providers. Caller states she does not want to do that at this time. Informed caller if her dad does start experiencing more severe symptoms such as chest pain, heart palpitations, shortness of breath etc. To go to the ER.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned